Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer mention symptoms of their blood glucose levels as vomiting and going to the restroom a lot. The customer treated in emergency room. Customer's current blood glucose value was 380 mg/dl and the blood glucose was 600+ mg/dl at the time of incident. Troubleshooting was performed. The customer admitted to hospital on (B)(6) 2018 around 8am with blood glucose value of 600+ mg/dl. The customer complained about vomiting and the blood glucose not declining after the bolus. The customer cause of hospitalization per healthcare professional's was that the hospital believes that the pump may not be working correctly. Customer wearing the pump at time of hospitalization. Customer reports damage to the drive support cap as pump was dropped. The product was returned for analysis.

Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected error test, displacement accuracy and displacement test. The drive support disk was inspected and no anomaly was noted. The device was received with cracked case at the reservoir tube lip, cracked battery tube threads, minor scratched display window and minor case.